Event description:
Customer reported the left monitor blacks out during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated board and cable connectors. System operates as intended. This MDR is related to ge healthcare complaint number.